Event description:
Pump was reported to "work intermittently" during use by the hospital's anesthesiologist. Reportedly, this pump had been malfunctioning for a period of time where the screen would go blank on its own, but it's not known if the pump continued to pump during this time. Finally, one of the anesthesiologists decided it was time to send the pump in for repair. The number of times this occurred during use and the medications involved are not known. No patient injury was reported and it is not known if any of these reports involved any medical intervention, none was reported. Writer has attempted to gain additional incident information, specific patient information, medication involved, patient injury or medical intervention, but no additional details have been obtained.